Event description:
A surgeon reported that memorly lens implanted in a patient's eye in 1999 was diagnosed as opacified and was explanted & replaced in 2003. No complications were reported. Several attempts have been made to obtain additional information. No further information is available at this time.